Event description:
Consumer called stating that the foot rest spring on her (B)(4) transport chair is allegedly broken. Consumer does not know how the spring broke.

Event description:
Consumer called stating that the foot rest spring on her lttb19fr transport chair is allegedly broken. Consumer does not know how the spring broke.

Manufacturer narrative:
(B)(4) issued MFR report #1531186-2012-00694 indicating the serial number as (B)(4). The correct serial number is (B)(4).